Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited intermittent loss of capture. At the time the device was replaced, fluid was noted in the header. The chronic leads were repositioned and a new device was implanted. After implanting the new device, intermittent loss of capture was again noted. There was no evidence of a lead fracture. The device was reprogrammed.